Event description:
It was reported that the patient presented to the emergency room with dizziness. Testing indicated that the patients had high right ventricular (rv) lead threshold and the trend data indicated that the threshold had risen since implant. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was noted that the rv lead sensitivity was adjusted.